Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ten month finally e free.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced metal poisoning ("metal poisoning from the coils"), fibromyalgia ("fibromyalgia"), mood altered ("bad mood"), stress ("hurting stressed"), depression ("hurting depressed"), bedridden ("I could hardly get out of bed"), arthralgia ("hip pain like she got ran over by a truck") and back pain ("lower back pain like she got ran over by a truck"). The patient was treated with surgery (going into surgery). Essure was removed. At the time of the report, the metal poisoning, fibromyalgia and bedridden outcome was unknown. The reporter considered arthralgia, back pain, bedridden, depression, fibromyalgia, medical device removal, metal poisoning, mood altered and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report was received and two new event were added: lower back pain and hip pain like she got ran over by a truck. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ten month finally e free.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced metal poisoning ("metal poisoning from the coils"), fibromyalgia ("fibromyalgia"), mood altered ("bad mood"), stress ("hurting stressed"), depression ("hurting depressed"), bedridden ("I could hardly get out of bed"), arthralgia ("hip pain like she got ran over by a truck") and back pain ("lower back pain like she got ran over by a truck"). The patient was treated with surgery (going into surgery). Essure was removed. At the time of the report, the metal poisoning, fibromyalgia and bedridden outcome was unknown. The reporter considered arthralgia, back pain, bedridden, depression, fibromyalgia, medical device removal, metal poisoning, mood altered and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('ten month finally e free.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced metal poisoning ("metal poisoning from the coils"), fibromyalgia ("fibromyalgia"), mood altered ("bad mood"), stress ("hurting stressed"), depression ("hurting depressed") and bedridden ("I could hardly get out of bed"). The patient was treated with surgery (going into surgery). Essure was removed. At the time of the report, the metal poisoning and fibromyalgia outcome was unknown. The reporter considered bedridden, depression, fibromyalgia, medical device removal, metal poisoning, mood altered and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received :-case category upgraded from non serious incident to serious incident. New event "ten month finally e free, bad mood, hurting depressed, I could hardly get out of bed. Was added. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.